Event description:
The customer reported that the device was power cycling. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was power cycling. There was no report of patient involvement. The device was evaluated by the philips repair bench and the failure was verified. Replacement of the internal data card resolved the failure. The device passed all post-servicing testing and was shipped back to the customer site.